Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient's family member that the patient ¿suffered a medical event¿ and had to be rushed to the hospital. It was also noted that the patient received two shocks from their cardiac resynchronization therapy defibrillator (crt-d) and the physician at the hospital ¿wanted to make sure it was not defective¿ and was unable to check the crt-d due to the programmer not working.